Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope air/water leakage from the connector. During inspection and evaluation, peeling of the insertion tube coating has been identified. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿air/water leakage from the connector¿ was confirmed. The following findings were noted during device evaluation: plug unit is cracked and leaky: water tightness is lost, bending section glue is cracked, angulations are out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9, h4. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the root cause of the peeling was the surface cover failed. The event can be detected/prevented by following the instructions for use which state: ¿3.3 inspection of the endoscope 3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.